Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The glucose reagent lot number is 74348401 and the expiration date is 30-nov-2024. Sodium calibration was last performed on (B)(6) 2024. Glucose calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The customer stated that they noticed some buildup on the top of the analyzer reaction cells and cleaned them. The field service engineer (fse) found a crack in the ise sipper arm. The fse replaced the bath and sipper assay, performed alignment of the sipper and ise probe, and performed ise checks, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and gluc3 glucose hk gen.3 results for 3 patient samples on a cobas 6000 c (501) module. The customer was prompted to repeat the samples as they had a couple of samples with critical results and they decided to repeat previous patient samples. On (B)(6) 2024, patient 1 had an initial na result of 158 mmol/l. The sample was repeated and the repeat result was 140 mmol/l. On (B)(6) 2024, patient 2 had an initial na result of 170 mmol/l. The sample was repeated and the repeat result was 142 mmol/l. On (B)(6) 2024, patient 3 had an initial glucose result of 44 mg/dl the sample was repeated and the repeat result was 101 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.